Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the 0.014" enroute guidewire was buckling against plaque during advancement and imaging revealed a dissection. The physician converted the procedure to a carotid endarterectomy (cea). There were no further complications reported.